Event description:
On (B)(6) 2010, pt reported he was hospitalized 5 days prior to report due to hyperglycemia. Blood glucose elevated above 600 mg/dl, and pt was nauseous, dehydrated, and had a headache and difficulty breathing. Mother transported him to hospital, and pt was taken off infusion device and treated with insulin injections. Pt reported he could not have treated himself. Pt restarted infusion device before he was discharged from the hospital. Target blood glucose is 120-140 mg/dl. No alerts or errors were received on infusion device. Pt reported no concerns with infusion device; pt said he does not change his accessories as recommended. Infusion sets are changed every 5 days and product in use expired in 12/2006. Insulin cartridges and adapter were used per specification. Infusion device was not dropped or exposed to water or insulin ingress. Time, date, and basal rates were programmed correctly. Insulin was not expired and was warmed to room temperature prior to use. Pt reported infusion device was "thoroughly checked" by doctor prior to discharge, and pt and doctor decided infusion device was functioning properly. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.